Event description:
A health care professional via a manufacturer representative reported that during servicing the implantable neurostimulator (ins) had intermittent response to the clinician programmer interrogation and the ins could not be turned on. It was unknown if any factors led to the event; however, the consumer had previously been known to physically impact inss in the past. Multiple attempts were tried to interrogate the ins, impedance tested indicated possible short circuits, and the ins was off. The ins was removed and replaced and the issue noted as resolved at the time of the report. Additional information received from the representative reported the consumer had tourette's syndrome and had significant physical (motor) tics. The doctors and the consumer noted that in the past an ins from this consumer had physical damage to the outer casing as a result of physical impact.